Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with erosion at the rns system lead incision site. The treating center reported that 0.5-1 inch of lead was starting to protrude from the skin. There was no evidence of infection. The patient was treated with antibiotics, seen by wound management and subsequently the entire rns system (neurostimulator, leads and burr hole cover was explanted.